Manufacturer narrative:
**UDI related data quality updates only**   corrected d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). Natus to reach out for further information to ensure all related details are received and document. Lot / serial number to be confirmed. The report was written by: (B)(6), md, msc1, (B)(6), pt, msc1, (B)(6), md1, (B)(6), md, msc1, (B)(6), phd2 and (B)(6), md, phd1. (B)(6) medicine, (B)(6) hospital, (B)(6) university.